Manufacturer narrative:
Updated analysis summary by (B)(6) on march 17, 2022. Retainer ring = clear. Date of customer passing: on (B)(6) 2021. Device was returned with no allegation. Device had scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0868 inches. Device received with a depleted energizer alkaline battery installed. The depleted energizer alkaline battery leaked into the battery compartment. Device was cut open and a visual inspection was performed. No moisture damage noted on the electronic assembly, force sensor or motor. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2020 to (B)(6) 2020. There is no data listed for (B)(6) 2021. Device passed the functional testing. Pump was returned with no allegation. However, the depleted energizer alkaline battery installed leaked, and corrosion was found in the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Insulin pump had scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0868 inches. Insulin pump received with a depleted energizer alkaline battery installed. The depleted energizer alkaline battery leaked into the battery compartment. Insulin pump was cut open and a visual inspection was performed. No moisture damage noted on the electronic assembly, force sensor or motor. Insulin pump passed the functional testing. However the depleted energizer alkaline battery installed leaked and corrosion was found in the battery compartment.

Event description:
It was reported via phone call that the customer passed away on (B)(6) 2021 in hospital. The customer was hospitalized on (B)(6) 2020 due to diabetes, and had infections in her toes, poor circulation, and sores on toes. The cause of death was diabetes and other health issues. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death because admitted in hospital due to lower body issues. The insulin pump was returned for analysis. The case was reported on the basis of failure analysis.